Manufacturer narrative:
Concomitant medical device: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead was found to have increasing impedance and increasing thresholds. The physician elected to monitor the rv lead with more frequent in-office interrogations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.